Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that for the last 3 to 5 days they noticed that the implant battery was still showing 100%; patient added implant battery normally will last 4-5 days and they charge their implant every night and usually the battery will be down to 70%; but now the battery still showed 100%. Patient mentioned just today they did a pretty good exercise swimming in the pool but the battery still showing 100%. Agent had patient checked if the stimulation is on or off. Patient then confirmed the stimulation was off but did not know how it turned off. Agent reviewed the button on top of the controller to patient. Patient confirmed that they made their mdt rep aware of their concern via text this morning.